Event description:
Legal claim and medical records received. Records indicate patient was experiencing pain, swelling, and loosening in their knee. Patient underwent knee aspirations and an arthroscopy. No revision has been reported. **update** unidentified xplants were received (B)(4) 2013 and part/lot was provided (B)(4) 2013. Although part/lot is available, we are unsure of which product the loosening is attributed to. Pain could also be attributed to loosening. Therefore, we are not currently updating the product(s). Should we receive additional information, we will update the products at that time. **update: (B)(4) 2013 additional legal documents,which have been reviewed and do not contain any additional information that would change the MDR decision or investigation have been attached to the complaint. Update rec'd (B)(4) 2013- explants that were received on (B)(4) 2013 were identified. Upon examination by (B)(6), it was determined that the tibial tray and femoral components were loose and the insert had poly wear. All three products are now being reported. Partial part/lot was provided. The dor was also provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted device confirmed unanticipated wear. Review of the device history records did not reveal any anomalies. The root cause of the polyethylene wear is attributed to third body debris introduced into the joint space. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.